Manufacturer narrative:
Unit received with cracked end cap, missing segments due to cracked lcd zebra connector.

Event description:
The customer reported via phone call that the insulin pump has a crack in the case. Customer's blood glucose was unknown at the time of incident. No further details given.